Event description:
It was reported that when using the bd pyxis¿ anesthesia station es required maintenance. As per part investigation, it was determined that there was copper strands exposed and black marks observed on the assy, harness, retractor band, hinged and pas. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 07-jan-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Part analysis: the reported condition of the preventive maintenance performed was confirmed during fse testing and subseguently confirmed in the dchu inspection process. According to work order: (B)(4), the field service engineer reported that preventive maintenance was performed on the unit, and it passed both inspection and calibration. During dchu visual inspection p/n: 135438-01: the assy, harness, retractor band, hinged, pas was received with copper strands exposed and black marks. During dchu testing p/n: 135438-01: further tests were not performed in the assy, harness, retractor band, hinged, pas due to the thermal damage identified during the visual inspection. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: it was determined that the root cause of the preventive maintenance performed was identified as a faulty assy, harness, retractor band, hinged, pas due to thermal damage and compromised the drawer's functionality.